Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was, a definitive root cause cannot be determined. However, it is likely that the light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. The suggested event is detectable by handling the device in accordance with the following instructions for use: operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited stain inside the light guide lens. There were no reports of patient involvement.